Event description:
Review of the case info reported a customer receiving imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 4.3 and 5.3 mmol/l within a ten minute timeframe. When plotting the values on a parkes error grid, the values fall in the "a" zone showing the difference not to be clinically significant. The case states that an ambulance attended the customer for a hypoglycemic attack and medical intervention was requried. There was no report of death, or mistreatment associated with this event.